Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department (ed) with shortness of breath, fatigue, abdominal pain and nausea. While in the ed, the patient continued to have worsening hypotension and tachycardia. The patient was admitted to the intensive care unit with a diagnosis of septic shock/sepsis. The source was believed to be pneumonia. The patient developed agonal breathing and became unresponsive. The patient's heart rate quickly dropped from 130 beats per minute to 40. The patient lost pulses and a code was called. A sternal rub and CPR were performed. During that time inappropriate shocks were delivered due oversensing the CPR. The patient was also intubated during the arrest and subsequently there was a return of spontaneous circulation. Later another sternal rub was performed with an inappropriate shock being delivered. The patient became hyperkalemic post arrest and hemodialysis was performed with improved metabolic acidosis. The device was programmed off per the patient's family in accordance with patient wishes. The patient expired approximately two and a half hours after the device was programmed off. There were no allegations against device functionality related to the patient's death.